Event description:
It was reported that the modular cable was damaged. The patient was very anxious because of this. The damage was progressing after a repair, and it was affecting the patient's quality of life.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the submitted photograph confirmed cosmetic damage and discoloration to the outer jacket of the modular cable; however, a specific cause for these findings could not be conclusively determined. The account communicated that the modular cable will not be returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for the modular cable, lot number 8242909 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 2 of the IFU, "system operations" (under "replacing the modular cable"), provides instructions on how to replace the modular cable. Section 6, "patient care and management" (under "caring for the driveline"), instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7, "alarms and troubleshooting", provides additional instructions regarding driveline care in a sub-section entitled, "what not to do: driveline and cables". Section 8, "equipment storage and care" (under "cleaning the driveline"), states "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)". This section further states: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5, "alarms and troubleshooting", contains a sub-section entitled "what not to do: driveline and cables". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the modular cable was exchanged.